Event description:
It was reported that the patient underwent a two-level plif at l4-s1 using rhbmp-2/acs and local bone packed into two 10 x 22 mm peek spacers at l4/5 and two 10 x 22 mm spacers at l5/s1. The interbody fusion was supplemented with posterior fixation instrumentation and a three layer posterolateral fusion using rhbmp-2/acs, demineralized bone matrix, local bone and bone marrow aspirate. CT scan performed at an unknown time post-op reportedly demonstrated solid interbody fusion. However, the patient complained of increasing pain in the lower back and left leg. CT/myelogram showed bone spurs at the l5/s1 & l4/5 disk spaces. Approximately, eleven-months post-op, a surgical intervention was reportedly performed to remove the bone formations. The pt is reportedly doing well post-op at this time.

Manufacturer narrative:
A review of the certificates of analysis and packing list for the infuse bone graft did not reveal any non-conformances to specification which might contribute to the reported event. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.